Event description:
A malfunction was reported, identified by the code malf 6, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Cts provided the customer with pump reset information and assisted with resetting the device, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, and they acknowledged and understood these instructions.